Manufacturer narrative:
Zimvie complaint number (B)(4). E1: last name unknown / not provided h3 other text : device remains implanted.

Event description:
It was reported that the screw came loose in the patients mouth and was retightened.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) iunihg, (certain® gold-tite® hexed screw) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number: (1264828). No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 126828 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿loosening.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz rev,20, the most likely root cause determined from the investigation was abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text: device remains implanted.